Event description:
The pt was found hypoventilating, but the ventilator was not alarming. The pt was bagged with 100% oxygen. Blood gases indicated that the pt's condition was compromised for a few hrs, but pt did recover. The ventilator passed all performance tests. The ventilator was operating in pressure support mode. Prior to the incident, the pt had been breathing a minute volume of 15-20 l pm. At the time of incident, it is believed that he was breathing a minute volume of 5 lpm. The low minute volume alarm was set at 2 lpm. The alarm was set too low. After the incident, the ventilator mode was changed to simv in order to deliver a minimum volume to the pt.